Manufacturer narrative:
(B)(4).

Event description:
It was reported that: after insertion of the catheter, the patient was transferred to the ward and given infusion. Then, the infusion leaked from the catheter. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. It is unknown from which part of the catheter the infusion was leaking.

Event description:
It was reported that: after insertion of the catheter, the patient was transferred to the ward and given infusion. Then, the infusion leaked from the catheter. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred. It is unknown from which part of the catheter the infusion was leaking.

Manufacturer narrative:
Qn# (B)(4). The customer returned one single-lumen PICC for analysis. Definite signs of use were observed within the catheter body. It was noted that sutures were located directly on the catheter body. Catheters of this type are only meant to be sutured on the juncture hub and the box clamp assembly. Suturing on the catheter body can result in the catheter body becoming damaged; however, no leaks or anomalies were observed. The overall length of the catheter measured 28 5/8", which is within the specification of the catheter product drawing. The catheter body outer measured 0.0665", which is within the specification of the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The extension lines were flushed with a lab inventory syringe and appeared functional. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension line was secure within their respective luer hubs. The catheter product drawing and the catheter extrusion product drawing were reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a catheter leak could not be confirmed through investigation of the returned sample. The catheter passed all relevant dimensional and functional requirements including leak testing performed per iso 10555-1. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.